Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. The test strips returned in non-original vial; unable to evaluate. Most likely underlying root cause of malfunction:user's test strip had a poor storage or/and strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 105-118mg/dl fasting. Verified the strips expire 6/30/2018. Customer confirms the strips have been stored in the kitchen and were first opened in (B)(6) 2016. Reviewed meter memory: (B)(6). The customer is concerned with the lo and 49 in the meter's memory. The customer consider results are too low and have not obtained these results before.